Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1079q, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via a manufacturer representative reported that the patient had pain down their leg and that was why their health care provider (hcp) was doing a lead revision on (B)(6) 2016. The manufacturer representative was not sure what led to the event and the diagnostics performed was that the hcp looked at the lead on an x-ray. The hcp was putting in a new lead and the original lead was put in around (B)(6) 2015. It was unknown if the issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.